Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor casing, service code 204) has been confirmed. Upon investigation, the monitor's case was cracked and the belt receptacle was pulled free from the case. Upon investigation wire #1 in the belt receptacle were severed. The cause of the inability to recognize and ECG signal was the severed belt receptacle wire. The root cause of the damaged receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was damaged casing and that it displayed a service code 204 (belt/monitor unusable).